Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was frozen. Customer¿s blood glucose level was not impacted. The customer performed a pump reset to resolve the issue.